Event description:
The customer that when they opened an implant they found that the outer box and plastic were all intact but the inner hard plastic was damaged.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Based on the visual inspection of the returned packaging appears that this component packaging was subjected to excessive handling whereby the unit carton was compressed to the extent that the outer blister cracked under the compressive force it was subjected to. The event was confirmed. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. This investigation is similar to event whereby the investigation for this similar event concluded that the packaging damage was caused by excessive handling during distribution.

Event description:
The customer that when they opened an implant they found that the outer box and plastic were all intact but the inner hard plastic was damaged.